Event description:
The pt is reportedly experiencing episodes of facial nerve stimulation. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that the device was functional. The pt's internal device was explanted. That pt was implanted with another advanced bionics device.